Event description:
It was reported that a patient's artificial urinary sphincter (aus) cuff was too large and the patient experienced tissue atrophy. A surgical procedure was performed, and the cuff was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with the artificial urinary sphincter (aus) cuff being too large may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.